Event description:
It was reported by service report that the brakes were not holding. The customer reported that they do not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Brake cam.